Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient developed a pneumothorax. The patient had a medical history of heart failure. The pneumothorax occurred while navigating into a left lower lobe nodule, close to the pleura (approximately 1.33 cm). The biopsied lesion was 1.7 cm located in the left lower lobe and abutted the pleura. Approximately 5 biopsy needles were used and 5 cryoprobe biopsies were performed and the procedure was completed. The physician reported the initial size of the pneumothorax was approximately 2.4 cm and it did not increase in size. A 14 french chest tube was placed. The patient had no bleeding or coughing. Per the physician, the pneumothorax occurred because the lesion was close to the pleural space and that it was a small lesion. The physician believed the pneumothorax could have potentially occurred via another biopsy modality. The patient was admitted to the hospital for 24 hours then discharged home. The diagnosis was urothelial carcinoma. There were no reported issues with the ion system. Per the physician the pneumothorax had nothing to do with the ion system, it was related to the procedure.

Manufacturer narrative:
There was no reported malfunction of the ion system, accessories, or instruments. A system log review could not be performed because the system logs were not available.